Event description:
On (B)(6) 2015, the reporter contacted animas alleging moisture behind the display screen lens; no pump damage was reported. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/27/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: moisture was found inside the pump. The pump failed a leak test due to a crack in the pump casing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.